Manufacturer narrative:
Batch review performed on 15 march 2022. Lot 1906064: (B)(4) items manufactured and released on 22-july-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2006685. Batch review performed on 15 march 2022. Lot 2006685: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other two similar reported events.

Event description:
At 1 year after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.